Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer iew/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), the patient underwent the orif surgery for tibial shaft fracture and distal fibula fracture with the nail in question for tibial shaft. In the surgery, a supra patera approach was attempted, but the pressure on the pf joint was so strong that the surgeon's index finger could not enter the entry point. Even when protection sleeve long 8-13mm (sterilized) was used, nail could not be inserted, even with outer sleeve 14.5 supra patera for etn. Although the cutaneous incision range was extended and the para patella approach was selected, the entry point was not created well, and the insertion was directed posteriorly instead of along the extension line of the medullary canal. The surgeon speculated that the drill for the proximal locking screw had interfered with the nail because the nails were bent. The problem was solved with a radio lucent drill. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. This report is for one (1) out protect sl 14.5 f/etn f/suprapat app this is report 2 of 3 for complaint (B)(4).